Event description:
(B)(4).

Manufacturer narrative:
The actual product sample was not returned for eval of tensile strength. Photos were taken by the hospital and forwarded to us for a visual eval. A review of the photos showed that product appears to be catalog number su130-1361. The photos show the breakage occurred at the clear silicone tubing, close to drain/tubing junction area. The breakage site appears to have wavy/jagged edges. The characteristics of the fractured area are similar to those failures that are caused by some abrasion or scoring with a sharp instrument on the tubing surface. The device history record (DHR) was reviewed in order to determine possible causes for the incident reported and revealed that all the operations were performed according to established procedures. The minimum tensile strength specification for the tubing is 750 psi. The DHR of this tubing demonstrated tensile strength results of a minimum of 1033 psi in testing performed. Inspection records for raw material used to extrude the clear tubing, where the fracture reported occurred, were reviewed and coa (certificate of analysis) indicates that all test results are within specification limits, including tensile and tear tests. While this analysis cannot conclusively determine the cause for failure, the data reviewed do not lead us to believe that there was an inherent weakness in the material itself. Moreover, it cannot be concluded with any certainty what led to the breakage. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU), we will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.